Event description:
Additional information received reporting clarification that the device and occlusion were not able to be removed and no further information was available.

Manufacturer narrative:
B5. Updated with clarification/corrected information - the solitaire device and occlusion were not able to be removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the balloon guide catheter was positioned in the proximal internal carotid artery (ica). The phenom was navigated past the occlusion, and solitaire deployment was attempted. When the physician attempted to deliver the solitaire through the phenom 21, there was significant resistance. The solitaire was re-sheathed, and a new track-21 catheter was selected and advanced past the occlusion. The same solitaire was re-introduced and advanced through the catheter with some effort but nothing remarkable. The device was deployed and left for 4-5 minutes. While waiting, the track-21 was removed over the solitaire to make space for aspiration. The balloon was inflated, and aspiration applied to the zoom catheter. When pulling the solitaire into the zoom catheter, it detached after slight resistance. The zoom catheter was removed, and an attempt to snare the device was made using a nert diagnostic catheter and a 4 mm loop snare. The attempt was unsuccessful, and the solitaire remained in the patient with the occlusion. It was noted that the surgeon was later able to complete the removal of the occlusion, and the patient was currently in the ICU n a similar condition when they arrived at the hospital. The patient was undergoing surgery for treatment a right ica m1 large vessel occlusion. The patient had presented with left side weakness, hemiparesis, and r gaze. Ancillary devices include a walrus balloon guide catheter, zoom 71, phenom 21 and a solitaire 6x40.